Event description:
A complaint was received from a customer that reported that some of the segments are missing from the display and it is hard to read their blood sugar results. While on the phone it was learned that the "units" digit was totally missing and the "hundreds and tens" digit has partial segments missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.